Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The esc and up buttons are occasionally working. The blood glucose reading was 179 mg/dl. There were no significant events leading to the keypad issues observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was intermittent button response on the act button due to moisture damage on the keypad traces noted. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.